Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing/damaged balseals. (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka on (B)(6) 2016, the surgeon inserted a tibial tray and a femoral component then made the cement hardened with using an insert trial. After that, when he tried to remove the insert trial, it separated the 5mm shim and the ps shim, and the balseal came off in the surgical field. He removed the balseal but had difficulty removing the broken shim as it was caught in soft tissues. The surgery was completed with a 20 minute delay. There was no harm to the patient.